Event description:
Additional information was received from the consumer. It was reported by the patient¿s spouse (along with the patient,) that the device worked really well for the first 2-3 weeks post implant at 0.1v but after that, the patient has had to increase stimulation every couple of weeks because the device would stop helping with symptom control. The caller stated that about a week ago, a manufacturer representative (rep) was in the health care physician (hcp) office and they increased the patient to 1.9v but that hasn¿t helped so the caller and the patient wanted to increase again that day of the call however they would keep getting ¿device not responding¿ message on the handset. While on the call, programming considerations were reviewed of increasing amplitude and it was reviewed with the caller the proper placement of the external equipment and the caller was able to connect to the patient¿s therapy settings. It was noted, however, that every time the caller tried to increase, they would get the same message. After several attempts, the caller was able to increase the patient¿s stimulation from 1.9v to 2.1v but the patient still didn¿t feel stimulation. After increasing to 2.1v, the device not responding message became persistent. The caller had the communicator over the ins on the skin and the communicator was charged and not touching the handset and resetting did not resolve the issue. The caller and the patient were warm transferred to repair where it was observed it would not communicate with the implant. On (B)(6) 2019, it was reported that the patient¿s manufacturer company unit was not functioning properly and the spouse reported that the patient was urinating all over (incontinence). The spouse stated they were going to the clinic at the moment of the call to try to work on the issue. The caller stated they had no questions. On 2019-dec-30, it was reported that the order had been canceled as of the day of the call as the manufacturer company had provided the replacement to the patient. The patient¿s spouse provided additional information, stating that the manufacturer representative (rep) had given the patient a new programmer but noted that ¿something wasn¿t working correctly.¿ it was reported that the patient had gone to the health care physician (hcp) office the week prior and the office had been able to get the programmer and the communicator functioning. It was noted that even thought the external hardware was now functioning, the spouse reported that the patient had said the stimulation had not been working. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient had a loss of therapy, was going to the bathroom more and wetting the pull-up more often than she should. The patient wanted to increase the stimulation from 1.0 v to 2.0 v but the patient¿s handset was at 0% and patient planned to call back after handset was charged. When patient called back the next day they tried to use the handset but it keeps saying no device found. It was confirmed she was using it correctly, communicator in the right spot, handset was reset but she still gets no device found. The communicator fob was not finding the implant. Patient was transferred to the repair department and a replacement fob was sent. On (B)(6) 2019 the patient received the new communicator and charged both the communicator and handset. Patient services attempted to walk caller through using the device and caller states it is only showing no device found and troubleshooting was not able to resolve the issue. Patient was advised to contact their doctor regarding the device not found message. No further complications were reported or are anticipated.